Manufacturer narrative:
(B)(4). Batch #t5e722. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with two reloads present. Both reloads (b and c) were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed, as no malformed were observed and the device performed without any difficulties noted.

Event description:
It was reported that during a pancreatoduodenectomy surgery, when severing the pancreas tail with ecr60b, after the device was fired, it was noted that some staples were malformed with irregular shapes. The surgeon changed to an ecr60d reload and still had malformed staples. The surgeon made sure they waited 20 seconds for tissue compression. Lastly, the surgeon used another brand of stapler to complete the surgery. There was no patient consequence reported. No additional information can be provided.